Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri) after being implanted for 34 months. The charge time was 24 seconds with a monitoring voltage of 2.58 volts. There was a concern that the battery had depleted earlier than expected.

Manufacturer narrative:
A replacement procedure has been scheduled for a later date. No additional information is available. Once the device is explanted, returned and analyzed, this report will be updated.